Event description:
It was reported that insulin pump displayed malfunction alarm related to software with malfunction code that required reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.